Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump was received with partially broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the o-ring around the reservoir compartment fell off. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.